Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous, and severely calcified coronary artery. A 4.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during second inflation at 12 atmospheres for 15 seconds, the balloon ruptured. The device was removed successfully, and the procedure was completed with another of the same device. There were no patient complications.